Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-12: product expired. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results obtained of 59 mg/dl fasting. Customer also stated he would obtain high results. Customer is using discontinued and expired product. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Customer stated not having any symptoms when the result of 59 mg/dl was obtained. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 08/31/2016 (expired) and open vial date is unknown. Test strips are not impacted by recall. The meter memory was reviewed for previous test result history: (B)(6).